Event description:
As reported by the study, this is a male pt who presented to cardiac cath in 2007 with an anterior wall acute st elevation myocardial infarction and new q waves developed. Three vessel disease was found. One lesion was treated during the index procedure and a staged procedure was not planned. The pt's medical history included previous pci of the target vessel on approx three months earlier, hypertension, hyperlipidemia, remote smoking. Type ii insulin dependent diabetes, myocardial infarction, moderate to severe renal disease and a bmi of 27.73. Lvef and bp were not documented. Pre-procedure cardiac enzymes were as follows: ck and ck-mb were 3 times above upper normal limits and troponin was greater than or equal to 5 times above upper normal limits (unl). Pre-procedure medications included aspirin, clopidogrel and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 99% restenotic lesion after stent (hexacath titan 2 stent) in the mid lad of 25mm in length in a 2.9mm vessel diameter with moderate tortuosity of the proximal segment. The (type c) eccentric lesion was characterized with an irregular contour, thrombus absent and little to no calcification. The lesion was pre-dilated with a 2.5x20mm balloon at 18 atm atm before two overlapping stents were deployed. A 2.5x23mm cypher select plus stent was deployed at 20 atm with satisfactory results. Post-dilation was not done. Then a 2.75x18mm cypher select plus stent was deployed next at 16 atm with satisfactory results. There was no post-dilation. The residual diameter stenosis measured 0%. Timi ii flow was recorded pre-procedure but timi iii flow was recovered post-procedure. Ivus was not done and there were no procedural complications noted.

Manufacturer narrative:
Post-procedure ck cardiac enzymes at the 6-24 hr check were 3 times above upper normal limits and 2 times above unl at discharge. Troponin was greater than or equal to 5 times unl at both post-procedure checks. The pt was discharge on the following day after the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and beta-blockers. Telephone follow-up was made with the pt on october 4, 2007 at the one month interval. The pt's anginal status was asymptomatic. All post-procedure medications remained unchanged. In 2007. An adverse event of angina pectoris was documented for this pt. An adverse event and coronary angiography were indicated. In addition, angiography revealed 99% diffuse in stent proximal restenosis of the study device. It was treated with a 2.25x20mm taxus stent. This was classified as possibly related to the study device and procedure. Additional info will be submitted within 30 days of receipt. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Reference MFR report #s: 9616099-2008-00040 and -00041.